Event description:
During preventative maintenance of the device, the user reported that the batteries were dead. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.